Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device, the user reported that the occlusion ring was chipped. Since the event occurred during routine testing, there was no pt involvement during this event.